Event description:
A voluntary MDR/medwatch report was received on 08/29/2025. It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. The date of event is an approximation. According to a report received via maude from the pharmacist, an unknown patient experienced a hyperglycemic event while in an active sensor session. On the day of the event approximately 07/24/2025, the patient refilled her insulin for the pump as usual. That evening, she began feeling unwell and observed rising blood glucose levels. The following morning, a ketone test was performed due to continued hyperglycemia, which returned positive, though no specific value was reported. The patient was subsequently admitted for mild diabetic ketoacidosis (dka). The suspected cause was insulin degradation, potentially due to improper shipping or storage conditions. The patient receives insulin lispro via mail order, and it is believed the insulin may have been denatured prior to use. No specific treatment details were reported, and the duration of hospitalization was not known. Additionally, no cgm activity was reported during the hyperglycemic event, and there was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Voluntary MDR/medwatch report number mw5174019. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.